Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-05265. It was reported one of the patient's scs leads was exhibiting high impedance on multiple lead contacts. Consequently, the patient's physician replace the lead. It was undetermined which of the patient's leads was liable. All possible devices are being reported.